Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#1627487-2017-01292. It was reported the patient suffered a previous fall and lost effective pain relief. In turn, the patient discontinued use of the scs ipg shortly thereafter. Subsequently, the ipg was confirmed inoperable. Surgical intervention was undertaken during which time the scs system was explanted and replaced. Stimulation therapy was confirmed postoperatively.